Event description:
It was reported the gastrointestinal videoscope had scope communication error e226. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause for error e226 could not be identified. Device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: the large and small light guide cover lenses had foreign material, there was a scope communication error e216, and no image was obtained. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint for scope communication error e216, and no image is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Also, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.